Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, head and neck were pulled and replaced with the same neck and a 28 ceramic head/long sleeve. Metal on metal was the reason for revision. Conserve cup also revised.